Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, at approximately 7:00 pm, the patient reported receiving an estimated glucose value (egv) of 44 mg/dl on their dexcom receiver. Shortly after, the patient lost consciousness and sustained a head injury. The sensor had been placed on the arm a few days prior to the event. The patient stated they were unconscious for an estimated 2 to 20 minutes. Upon regaining consciousness, they contacted 911. No treatment was administered while waiting for paramedics. When paramedics arrived, they performed a manual blood glucose (bg) check, which was reported as greater than 500 mg/dl. The dexcom receiver was not checked at that time. Paramedics also observed an open head wound caused by the fall. No medication or treatment was provided before transport to the emergency room (ER). At the ER, the patient received three stitches for the head wound. It was determined that the patient¿s blood glucose was elevated, though no exact value was documented. The patient recalls receiving medication and insulin before breakfast on 11/16/2025, but cannot confirm the type or dosage. The patient was discharged around 5:30 pm on (B)(6) 2025. They do not recall the discharge blood glucose value but stated it was considered acceptable by the attending physicians. The dexcom receiver was not reviewed for comparison during the hospital stay. The patient reported feeling better following the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.